Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the "open" button on the channel c keypad being inoperative was confirmed during product evaluation. This condition was caused by defective main keyboard due to corrosion/fluid ingress. The main keyboard was replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition.

Event description:
This is a report received by baxter (B)(4) from a (B)(4) baxter employee. A healthcare professional from (B)(6) hospital has reported a colleague triple channel infusion pump device due to the "open" button on the channel c keypad being inoperative. This condition has the potential to interrupt delivery. The device is available. There was no patient involvement. There was no injury or medical intervention associated with this event. The user interface module software version of this pump is currently unknown.